Event description:
During surgery, two 6-0 cv ii surgipro suture needles broke while being utilized in the pt's abdomen. One part of one needle was not visible. The other broken needle was retrieved in full. The pt died the next day secondary to unrelated problems.